Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customers mother reported via phone call that the insulin pump had keypad anomaly. Customer¿s blood glucose level was unknown. Customer stated that the up and down button was unresponsive and numbers were not ramping on their own and the scroll bar was not moving with no input and also there was response from any button. The device will not be returned for analysis.